Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the time of suturing the externum during an open cardiovascular surgery, the needle broke. They noted that the surgeon was using a continuous technique in suturing. They used a new suture to complete the case. There was no patient injury.